Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. H6: investigation summary the customer returned (234) open 32g 4mm pen needles, reporting needle clog. The pen needles were visually inspected and observed (1) bent cannula npe and no issues on the remaining pen needles. Most likely the customer's complaint needle clog occurred due to a bent npe cannula. A clog test was performed on (30) pen needles and proper flow of fluid was observed. As the samples returned were open, the root cause cannot be determined. Based on the samples returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related nonconformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow. When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no. Other actions taken: no".